Manufacturer narrative:
The blood pressure monitor was requested from the patient but has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed. This report is being filed due ot the patient experiencing pain in their arm from the livongo blood pressure monitor cuff inflating and resulting in ecchymosis.

Event description:
The member reported that while using their livongo blood pressure monitor the monitor became too tight and left a contusion on their arm.